Event description:
The caller states the pt indicated that they have been charging the ins for 25 minutes with excellent coupling and the ins battery is 'still in the red', the controller charge has gone from 100-90%. Agent reviewed that the controller displays battery levels as rounded up to nearest 10%. Caller states they have been checking the screen occasionally but also letting screen go blank. The caller has not been able to interrogate the ins to check recharge diary as the ins is depleted. The pt told the caller that she charged ins up to %30 with excellent coupling but it took 2 hours, the ins charge does not allow her to go past %30. Agent reviewed with caller that the pt's call into pats on 17-jan indicates ins was charged to %60. The caller states the ins is superficial but caller did note that the pt's scs device is around an inch away from the pt's interstim ins. Agent advised that the caller attempt to continue to charge ins and keep screen blank until the ins can be interrogated with tablet and take further evaluation of the recharge diary. Agent noted if caller wanted to attempt replacement of controller that would be an option.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the equipment wasn't working. The patient (pt) said that they were sent a replacement recharger not that long ago. Pt said that the recharger was working and the controller was showing that the controller and the implantable neurostimulator (ins) were both at 100%, however even though everything was on they were not getting stimulation. Pt said that they had reset the controller, but the issue was not resolved. Agent had the pt reset the controller and then unlock the controller. Pt saw no device found; agent reviewed screen meaning with the pt. Agent had the pt initiate an ins recharging session. Pt said that it took a long time for the recharger to look for the ins. Pt then saw system problem rm05. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.  Patient called back and received the replacement recharger but patient was still having the same problem and controller wasn't working.during the call patient plugged the recharger and got the controller battery too low message. Patient plugged the ac power into the controller. Patient got no device found. Agent would call patient back to walk patient through passive recharge. Agent called patient back and plugged the recharger. Controller was at 80% and implant was at 60%. Quality was at excellent. Agent placed patient on hold and when agent got back controller was at 70% and implant was at 70%. Agent advised patient to call back if the issue persisted. Patient also mentioned patient had a sensation that they could always kind of feel before or a little bit of a jolt but they hadn't felt the sensation. During the call stimulation was off on group a. Patient turned stimulation on and increased all programs to intensity of 4 but patient didn't feel any stimulation. Agent redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.